Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that patient had a fall in (B)(6) 2025. Patient saw dr. (B)(6) and advised there was nothing wrong with the ins and wires have not moved. The ins has migrated however closer to the surface and a revision is scheduled for (B)(6) 2025 and will try to move to sooner date in (B)(6) if possible. Patient states their efficacy is still good and is feeling the stimulation when increasing and does not have any pain.

Event description:
It was reported that patient had a fall in (B)(6) 2025. Patient saw dr. (B)(6) and advised there was nothing wrong with the ins and wires have not moved. The ins has migrated however closer to the surface and a revision is scheduled for (B)(6) 2025 and will try to move to sooner date in august if possible. Patient states their efficacy is still good and is feeling the stimulation when increasing and does not have any pain.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. Submitting supplemental record for product investigation conclusion and coding. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A device was not returned, and pictures were not provided resulting in an inability to analyze the device and identify if a malfunction occurred. Based on the information available, the patient was experiencing. Cause of the migration could not be established, but is a known inherent risk of the device, therefore, an investigation conclusion code of 'known inherent risk of device' was chosen. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.